Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found the calibration off on the tip pick up. Fe replaced loose springs, verified proper alignment and calibration of x-arm and performed tip clamp test. The instrument tested without further problem, and returned to expected operation.